Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent buttons due to corroded keypad traces. The pump also had a cracked case at the display window corners and battery tube threads, minor scratches on the display window, and a missing end cap sticker.

Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The customer's blood glucose was 532 mg/dl, which was treated via manual injection. The discontinuation of the device was advised. Nothing further was reported.